Manufacturer narrative:
H.6. Code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6. Code b20: device remains implanted and therefore not available for direct analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm and the right common iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The trunk ipsilateral leg was initially deployed using a "push up" technique. When the device was pushed up during deployment before the ipsilateral leg was deployed, the proximal of the trunk ipsilateral leg was moved proximally and it covered the right renal artery. A stent was implanted in the right renal artery. The blood flow of the renal artery was confirmed, then the procedure was concluded. The patient tolerated the procedure.

Manufacturer narrative:
H.6.: investigation conclusions code (B)(6) updated to (B)(6).